Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine generator change due to normal eri. After the lead was attached to the new device, an alert for a low high voltage lead impedance was observed. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4). A partial lead with the connector portion measuring 11.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states lead fracture was also observed before extraction.